Event description:
The fse reported that the sys intermittently lost video. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable, lemo connector and video pins were evaluated and reseated. The sys was tested and found to be working as intended and returned to service.